Event description:
A customer contacted baxter's (B)(4) to report a check final line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) had the home patient (hp) push in the spike to the final line bag and twist and then press go to restart the prime. The hc was then primed. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the wife on (B)(6) 2010. The wife stated that no defects were seen and the hp continued fine with therapy. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The actual sample was not available, however a companion sample was tested in the lab. No issues were found. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.